Event description:
It is reported in the literature article titled "peroral endoscopic myotomy achieves similar clinical response but incurs lesser charges compared to robotic heller myotomy, " five patients in the peroral endoscopic myotomy (poem) group experienced an adverse event. This was a retrospective single center review of 52 consecutive poem procedures between 2012-2014, and 52 consecutive rhm procedures between 2009-2014 with the primary aim of comparing the inpatient charges incurred by patients undergoing poem or robotic heller myotomy (rhm) for the treatment of achalasia. In all poem cases, an olympus kd-640l was used. There is no report of device malfunction during any of these procedures. Five patients in the peroral endoscopic myotomy (poem) group experiencing an adverse event (pneumothorax (1), mucostomies (4). No information was provided regarding any treatment required for these reported events. This report is being submitted to report the potential that an olympus device could have caused or contributed to a reported adverse event.